Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2366-50, serial # (B)(4), description: linear 3-6 lead, 50cm. Model #: sc-2366-70, serial # (B)(4), description: linear 3-6 lead, 50cm. Model #: sc-1132, serial # (B)(4), description: precision spectra implantable pulse generator. Model #: sc-3138-35, serial # (B)(4), description: scs phiii ext 35cm. It is indicated that the leads and lead extensions will not be returned for evaluation; therefore a failure analysis of the devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficult communication between the ipg and the remote control and was scheduled to undergo an ipg replacement procedure, however prior to the surgery the patient started to experience inflammation, redness, swelling and drainage at the lead site. The patient was administered antibiotics and underwent an explant procedure as the physician suspected the patient had an infection. The physician assessed that the infection was not device related, but was due to a recent procedure wherein the site was revised.

Manufacturer narrative:
Implant dates: sc-2366-50 sn: (B)(4) : implanted (B)(6) 2015. Sc-2366-50 sn: (B)(4) - implanted (B)(6) 015. Sc-1132 sn: (B)(4) - implanted: (B)(6) 2015. Sc-2366-70 sn: (B)(4) - (B)(6) 2016. Sc-3138-35 sn: (B)(4) - (B)(6) 2016. Sc-3138-35 sn: (B)(4) - (B)(6) 2016. Sc-3138-35 sn: (B)(4) - (B)(6) 2016.

Event description:
A report was received that the patient was experiencing difficult communication between the ipg and the remote control and was scheduled to undergo an ipg replacement procedure, however prior to the surgery the patient started to experience inflammation, redness, swelling and drainage at the lead site. The patient was administered antibiotics and underwent an explant procedure as the physician suspected the patient had an infection. The physician assessed that the infection was not device related, but was due to a recent procedure wherein the site was revised.

Manufacturer narrative:
Sc-1132 s/n (B)(4): the complaint was confirmed as the device is no longer functioning due to u2-asic damage. The device would not be charged nor linked. The device exhibited excessive sleep current leakage, and a hot spot was observed on the component. The cause of the charging issue is the excessive sleep current leakage due to internal short on u2-asic. It was reported that patient underwent a lead revision and plasmablade was used. Sc-2366-50, s/n (B)(4) and 3015487: sc-2366-70, s/n (B)(4): sc-3138-35, s/n (B)(4), as the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device/sterile history records did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing difficult communication between the ipg and the remote control and was scheduled to undergo an ipg replacement procedure, however prior to the surgery the patient started to experience inflammation, redness, swelling and drainage at the lead site. The patient was administered antibiotics and underwent an explant procedure as the physician suspected the patient had an infection. The physician assessed that the infection was not device related, but was due to a recent procedure wherein the site was revised.